Event description:
The patient fell and landed directly on her implantable neurostimulator. Afterwards, she had erratic/intermittent stimulation and a shocking sensation. Impedances were within normal range; however, most electrode combinations were repeating (e.g. 690 ohms). X-rays were taken and the extension-generator plus looked intact. The patient continued to use her stimulator and had excellent stimulation coverage. The hcp planned to see the patient in 2 months to see if her symptoms were reduced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.